Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. H6: investigation findings - 114 is based upon the evaluation of user facility information; 213 is based upon investigation of the returned sample. H6 - investigation conclusion - 4310 is based upon evaluation of the user facility information; 67 is based upon investigation of the returned sample. One 6fr angio-seal vip was returned for product evaluation. The returned product included the hemostasis sheath and carrier tube assembly. The returned device was subjected to visual analysis. The hemostasis sheath was mated to the carrier tube assembly and the locking mechanism was in rear lock position. The clear stop and suture were observed to be released from the sheath tip. No other signs of damage or deformation were observed on the returned device. The carrier tube assembly hub was disassembled, and the suture spool was inspected. The suture was found to be completely unspooled with the end being held in place. Dimensional testing was performed. The suture length could not be measured since all of the suture was not returned. Per the manufacturer's specifications the finished device suture length is 12.2" +0.5"/-1.6". The complaint cannot be confirmed as no failure mode was found on the returned device. The complaint description states that hemostasis was achieved with the device. The exact root cause of the failure that the user experienced cannot be determined. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor stated the angio-seal device did not click or lock closed. When the doctor pulled back, the whole device came out. Additional information received on (B)(6) 2021: the angio-seal was deployed. Hemostatsis was achieved with the device. Prior to use of the device, a cardiac catherization procedure was performed and a 6fr. Sheath size was used. There were no difficulties with deployment, the reported issue was during withdrawal of the device during deployment. There was ultrasound guidance used for access. The amount of suture that came out was more than usual, as if the spool kept unraveling. The equipment or other devices used with the above product was a 6fr pinnacle sheath, which was used for femoral access. The patient's condition was stable, and the patient was discharged the same day. There was no blood loss.